Manufacturer narrative:
Investigation into this event showed that negative results, matching the expected results, were obtained from an alternate method. Datalog analysis showed no analyzer malfunctions, and confirmed that acceptable qc results were obtained. Treating the sample with heterophilic blocking tubes yielded lower results than the untreated sample (negative classification), suggesting the presence of a heterophilic antibody in the pt sample. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause of the falsely elevated results is the presence of heterophilic antibodies in the pt sample.

Event description:
A customer observed a repeatable false positive ahav igm result for a pt sample tested on the eci analyzer. The false positive result was reported and questioned by the physician. False positive results may lead to inappropriated physician action. There was no report of pt harm as a result of this event.